Event description:
The catheter was inserted on (B) (6) 2008, in the right basilica vein. The nurse found leakage of chemotherapy drugs in the catheter near the oval disk. While the pt was at home he also suffered from phlebitis.

Manufacturer narrative:
The sample was received on 05/20/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).